Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level of 583 mg/dl and high ketones. Healthcare provider identified ketone level as dangerous. Customer administered a manual injection to address bg level. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.